Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins is overdischarged because the patient didn't charge the ins. A jumpstart will be scheduled. The issue was reported to be resolved. It was reported that the patient was hospitalized for reasons unrelated to their device and during that time they didn't charge their implantable neurostimulator (ins). In 2021 the patient realized they were unable to charge their implantable neurostimulator. The patient spoke with manufacturer's representative who had another rep meet with the patient and attempt to charge the patient's ins but they were unable to do so. Now the patient wants to have their ins replaced. Patients weight was not made known. The surgery has not been scheduled.